Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies. On (B)(6) 2011, the patient developed peritonitis that was manifested by abdominal pain. On (B)(6) 2011, the patient was admitted to the hospital for peritonitis that was manifested by cloudy effluent. On an unreported date, the patient received remedial treatment with unspecified antibiotics. At the time of this report, the patient had not recovered from the peritonitis. Extraneal and dianeal-n therapies continued. The reporting nurse believed the causality of the peritonitis was unknown, since the root cause of bacteria was not detected. Therefore, the event of peritonitis was unassessable.